Event description:
Patient reported to clinic 2 weeks post-treatment with erosions bilaterally in the underarms. Right axilla had what physician referred to as skin necrosis 1cm x 2cm from a burn. Wound was cleaned and sutured, antibiotic ointment was applied and area bandaged. Oral antibiotics prescribed.

Manufacturer narrative:
Although burns and ulcerations are known rare risks of the procedure, investigation revealed the clinic was not using a water-based lubricant as specified in the instructions for use. The clinic was using a laser coupling gel (which is not a lubricant). Use of less viscous lubricants (and in this case a much thicker gel) will create a barrier between the device and skin, affecting the ability of the device to cool the skin. It is believed this contributed to the injury. Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment.